Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's basal rate settings were input incorrectly into the pump settings. The customer's blood glucose was 191 mg/dl. Reportedly, tandem technical support assisted the customer with adjusting the basal rate settings.